Manufacturer narrative:
Correction: patient identifier updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the lot number of the instrument was unknown. It was also reported that the cause of the break was unable to be determined by the manufacturer representative.

Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the tip of the thoracic probe broke off in the patient's pedicle. The surgeon was trying to place an illiac bolt. It took the surgeon about ten minutes to retrieve the tip of the instrument from the patient. The procedure was completed using the navigation system and there was no reported impact to patient outcome. The discarded the instrument.